Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately two years and eight months after the initial transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient underwent an urgent valve replacement due to stenosis. A 26mm sapien 3 ultra resilia valve was successfully implanted during the valve-in-valve procedure.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; clinical code, device code, component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event was confirmed based on the medical records provided. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, approximately 3 years and 5 months post-implantation, the patient was admitted with congestive heart failure and reduced left ventricular ejection fraction. Echocardiography revealed severely reduced systolic function, trace paravalvular aortic regurgitation, and elevated aortic valve mean gradient of 35 mmhg with a doppler index (di) of 0.30, suggestive of pathologic prosthetic obstruction. The findings were stated as being attributed to early tavr failure, "likely due to underexpansion of the 29mm sapien valve, potentially due to heavy native valve calcification." The patient underwent balloon-assisted basilica of the left coronary leaflet followed by valve-in-valve implantation of a 26mm s3 ultra resilia valve within the existing 29mm s3 valve. Post-procedural imaging confirmed appropriate valve positioning, no paravalvular leak, and a reduced mean gradient of 5 mmhg.